Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement as the pump was not being used on a customer at the time of the reported event.